Event description:
Getinge became aware of an issue with one of surgical lights - blue 80. It was stated and confirmed by photograhpic evidence that the headlight cover was damaged with missing partciles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The initial reporter was getinge technician. The correction of h3 ¿device evaluated by mfg?¿ deems required. This is based on the internal evaluation. Previous h3 ¿device evaluated by mfg?¿: no. Corrected h3 ¿device evaluated by mfg?¿: yes. Getinge became aware of an issue with one of surgical lights - blue 80. It was stated and confirmed by photographic evidence that the headlight cover was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. In this case, the cupola is 24 years old. As they age, plastics can become less resistant and, at the same time, become brittle, crack, and shrink. The most probable root cause of the breakage of the headlight cover is probably due to a combination of improper cleaning, impacts, and the advanced age of the product. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).